Manufacturer narrative:
Corrected data: device evaluation: the lens was returned dry with clear surgical debris on product. Visual inspection found the lens haptic torn and foreign material on lens surface (dry clear residue and debris). (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry with clear surgical debris on product. Visual inspection of the returned product found one haptic torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -14 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.